Event description:
Event description: had to pull wire out of body with jetstream. What was the reason for pulling the wire out of the body with the jetstream? It was stuck inside catheter. What is the next course of action?: recrossed with a new guidewire. Procedure continued with no additional issues. Patient present at time of event?: yes. Patient complications: no patient complications.

Manufacturer narrative:
Product was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one each 300-014 gw, short taper; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen thruway wire was received without the jetstream device. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented numerous kinks/bends of varying severity and frequency scattered over the length of the device. The distal coil presented stretched coil wraps immediately distal of the proximal coil-to-core wire joint, the ground core wire presented a scrape to the metallic wire surface distal of kink/bend damage. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to determine what damage was present in the clinical setting and what damage was incurred separating the thruway wire from the jetstream device. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is provided, a follow up medwatch will be submitted.